Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor memorygel breast implant 450cc gel breast implant, catalog # 3544507, lot # 256806. (B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent a breast augmentation revision with a gel mentor memorygel breast implant 450cc and experienced deflation on the left breast implant. As a result, patient underwent removal and replacement with mentor memorygel breast implant 500cc gel implants, catalog # 3505004bc, s/ns (B)(4) on (B)(6) 2018.

Manufacturer narrative:
On (B)(6) 2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. On (B)(6) 2018, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the device contained gel with yellow appearance. Two devices were received by mentor. The device (a) contained gel with clear appearance. No foreign material was observed within the device. Yellow material was observed on the shell surface. Visual evaluation of the device revealed parallel lines of shell wear on the anterior aspect, suggesting in-vivo folding or creasing of the device. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, the product evaluation (pe) team was precluded from further evaluating the device. No other anomalies were found. The device (b) contained gel with clear appearance. White material was observed within the device. Yellow and white material, and gel were observed on the shell surface. During visual examination, pe observed the device severely rented. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, pe was precluded from further evaluating the device. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Pe concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of rupture was confirmed since the device (b) was found severely rented. However, at this point it is not possible to determine the root cause of such damage or the origin of the white and yellow material observed. There is no evidence that the issue is related with manufacturing. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet; however, complaint trends for mentor devices will continue to be monitored by quality assurance. (B)(4).